Manufacturer narrative:
H3: the device, inserts, open pouch, and the packaging carton were returned in a (double) resealable bag. The packaging carton was damaged, and the pouch was open from 3 of 4 sides when returned. There were traces of contamination observed on the hub and the outer tube. The outer assembly was free of damage when returned. However, the inner shaft was broken/detached from the outer assembly. The device failed functional testing due to damaged condition upon return. The complaint was confirmed, due to an out of specification condition. H6: previously added imdrf annex codes b21, c21 are no longer valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op there was no noticeable damage noticed on the product package. The blade was damage or breakage upon opening and slipped during setting (the tool end tip did not rotate). User mentioned breakage not be observed visually, however, the shaft should be broken inside. There was no patient involvement.

Manufacturer narrative:
H6: previously added imdrf annex code d16 is no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.